Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.1. Operating system: bp2a.250605.031.a3.s928usqu4cyi9. Hardware: sm-s928u. Cgm sensor type: not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported their blood glucose (bg) levels rose to 935 mg/dl while wearing the pod for an unknown duration. The patient stated the continuous glucose monitor (cgm) stated they were in the 300's, but their actual bg level was 935 mg/dl. On (B)(6) 2025, two weeks after starting training, the patient went to the hospital where they remained for 5 days. The patient¿s symptoms included vomiting and rising bg levels. The patient was diagnosed with diabetic ketoacidosis and was treated with intravenous insulin. The patient was discharged from the hospital on (B)(6) 2025.